Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The ps1 power supply was reset. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system required intermittent use of the emergency shut off button in order to get the unit to stop performing fluoroscopy. No patient injury was reported.